Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 675118) inserted for female sterilisation. The patient's medical history included endometriosis, colposcopy, pap smear abnormal, endometrial ablation, depression, hypothyroidism, dysmenorrhea, irregular menstruation, painful intercourse, uterine bleeding, uterine dilation and curettage, genital bleeding, urinary tract infection, endometriosis ablation and abdominal pain. Concurrent conditions included left lower quadrant pain and uterine enlargement. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus with attached cervix (66 grams) and attached bilateral adnexa- moderate chronic and focal acute cervicitis with glandular ectasia and squamous metaplasia; scarred. Ablated endometrium; myometrium. No pathologic changes; serosal adhesions with focal hemosiderin laden macro phages. No definite histologic evidence of endometriosis bilateral ovaries with physiologic cysts. Negative for endometriosis. Bilateral fallopian tubes. No pathologic changes. Specifically no evidence of endometriosis noted. Most recent follow-up information incorporated above includes: on 7-mar-2019: mr received. Lot number added, patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 675118-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, colposcopy, pap smear abnormal, endometrial ablation, depression, hypothyroidism, dysmenorrhea, irregular menstruation, painful intercourse, uterine bleeding, uterine dilation and curettage, genital bleeding, urinary tract infection, endometriosis ablation and abdominal pain. Concurrent conditions included left lower quadrant pain and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: uterus with attached cervix (66 grams) and attached bilateral adnexa- 1. Moderate chronic and focal acute cervicitis with glandular ectasia and squamous metaplasia. 2. Scarred. Ablated endometrium. 3. Myometrium. No pathologic changes. 4. Serosal adhesions with focal hemosiderin laden macro phages. No, definite histologic evidence of endometriosis. 5. Bilateral ovaries with physiologic cysts. Negative for endometriosis. 6. Bilateral fallopian tubes. No pathologic changes. Specifically no, evidence of endometriosis noted. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record was received. Event added from pfs- abdominal pain, menorrhagia. Essure insertion date were updated. On 22-nov-2019: no new information were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 675118-invalid) inserted for female sterilisation. The patient's medical history included endometriosis, colposcopy, pap smear abnormal, endometrial ablation, depression, hypothyroidism, dysmenorrhea, irregular menstruation, painful intercourse, uterine bleeding, uterine dilation and curettage, genital bleeding, urinary tract infection, endometriosis ablation and abdominal pain. Concurrent conditions included left lower quadrant pain and uterine enlargement. In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus with attached cervix (66 grams) and attached bilateral adnexa- 1. Moderate chronic and focal acute cervicitis with glandular ectasia and squamous metaplasia. 2. Scarred. Ablated endometrium. 3. Myometrium. No pathologic changes. 4. Serosal adhesions with focal hemosiderin laden macro phages. No definite histologic evidence of endometriosis. 5. Bilateral ovaries with physiologic cysts. Negative for endometriosis. 6. Bilateral fallopian tubes. No pathologic changes. Specifically no evidence of endometriosis noted.. Most recent follow-up information incorporated above includes: on 19-mar-2019: update of information (batch is invalid) product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 675116, 675118-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, colposcopy, pap smear abnormal, endometrial ablation, depression, hypothyroidism, dysmenorrhea, irregular menstruation, painful intercourse, uterine bleeding, uterine dilation and curettage, genital bleeding, urinary tract infection, endometriosis ablation, abdominal pain and pap smear abnormal. Concurrent conditions included left lower quadrant pain and uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;norethisterone acetate (junel), ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), naproxen and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal") and uterine haemorrhage ("other injury(ies) or complication please describe: aub."), 1 year 11 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown and the vaginal haemorrhage, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia and uterine haemorrhage had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia. Date(s) of insertion: (B)(6) 2009 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2010: uterus with attached cervix (66 grams) and attached bilateral adnexa- moderate chronic and focal acute cervicitis with glandular ectasia and squamous metaplasia. Scarred. Ablated endometrium. Myometrium. No pathologic changes. Serosal adhesions with focal hemosiderin laden macro phages. No definite histologic evidence of endometriosis. Bilateral ovaries with physiologic cysts. Negative for endometriosis bilateral fallopian tubes. No pathologic changes. Specifically no evidence of endometriosis noted. The lot number 675118 is invalid lot number:675116 manufacturing date: 2009-09 expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 675118-not valid, 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, colposcopy, pap smear abnormal, endometrial ablation, depression, hypothyroidism, dysmenorrhea, irregular menstruation, painful intercourse, uterine bleeding, uterine dilation and curettage, genital bleeding, urinary tract infection, endometriosis ablation, abdominal pain and pap smear abnormal. Concurrent conditions included left lower quadrant pain and uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;norethisterone acetate (junel), ethinylestradiol; norgestimate (ortho tri-cyclen), hydrocodone bitartrate; paracetamol (norco), hydrocodone bitartrate; paracetamol (vicodin), naproxen and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal") and uterine haemorrhage ("other injury(ies) or complication please describe: aub."), 1 year 11 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown and the vaginal haemorrhage, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia and uterine haemorrhage had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia. Date(s) of insertion: (B)(6) 2009 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2010: uterus with attached cervix (66 grams) and attached bilateral adnexa- 1. Moderate chronic and focal acute cervicitis with glandular ectasia and squamous metaplasia. 2. Scarred. Ablated endometrium. 3. Myometrium. No pathologic changes. 4. Serosal adhesions with focal hemosiderin laden macro phages. No definite histologic evidence of endometriosis. 5. Bilateral ovaries with physiologic cysts. Negative for endometriosis. 6. Bilateral fallopian tubes. No pathologic changes. Specifically no evidence of endometriosis noted. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number update. Events: abnormal bleeding (vaginal), bladder infection, urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injury(ies) or complication please describe: aub. Were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.